Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient experienced discomfort at the lead site. The lead was too superficial. The patient underwent a revision wherein the lead was buried deeper. The patient was doing well postoperatively.